Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the sensor cannula was bent, it was difficult for the customer to find an area in her abdomen with no scar tissue for insertion. Customer reported the threshold suspend was triggered. Customer's blood glucose was 154 mg/dl and sensor glucose was 65 mg/dl. After troubleshooting, customer was advised that the sensors will be replaced. Customer will not be returning the device for analysis.